Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. The patient did a transmission which indicated that the device had reached eol. Based on review of trend data, the device did not meet expected longevity. The device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. Based on the device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The battery was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.